Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio flex meter was displaying error 5 messages when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation and additional information provided by the patient¿s sister. The patient reported the alleged meter issue began in (B)(6) 2016. The patient manages her diabetes with oral medication, diet and/or exercise was unable/unwilling to say if she made any change to her usual diabetes management routine as a result of the alleged meter issue. The patient reported that 1 day after the alleged issue began she developed the symptoms of dizzy and stressed. The patient stated that she attended her doctors and was provided with a replacement meter. No medical intervention was reported. At the time of troubleshooting the cca noted that this was the first time the product was being used, the patient was using the correct testing steps. The cca noted that the patient no longer had testing supplies to further trouble shoot. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported error 5 message issue was not resolved during troubleshooting.